Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have a broken grip at the mid of the tip. A piece of the instrument tip measuring approximately 2.20 mm x 2.90 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument broke and a fragment fell. The fragment was immediately retrieved, and the procedure continued without the harmonic, completed as planned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2, h6, h11. Additional information confirmed that during the final stages of a da vinci-assisted liver resection procedure, the harmonic ace instrument broke. The procedure was converted to traditional laparoscopic surgery to locate the broken part and due to the surgeon's preference for completing the surgery.